Event description:
When utilizing the shockwave balloon catheter during an intervention the balloon ruptured. Patient remained stable throughout procedure, no retained object left inside body, confirmed during procedure. Shockwave c2 2.5mm x12mm (reference number: (B)(4)),